Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, the device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted. The device was returned to olympus for evaluation. The evaluation was unable to duplicate the problem. The device performed as expected during testing. The DHR review did not find any abnormalities or anomalies identified during manufacturing. The device met specifications upon release. The root cause could not be established. No problem was detected with the device during evaluation. The IFU contains the following statements that may help prevent the reported event: "securely connect the endoscope or camera head. There is a possibility that noise may be generated in the images or the connection may be disengaged and the images may not be output." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus rep verified the cable of the device was functioning properly. The device was returned and a loner device was provided to the customer. This event is under investigation. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported the evis exera iii video system center would not function properly during preparation for use. As reported, the product would not allow the customer to capture images to their software. There was no patient involvement or impact to patient care reported for this event.